Manufacturer narrative:
The device was evaluated onsite, finding that the battery is low. The device was fully charged and self-test was performed, there were no issues. The device is fully functional and remains at the customer site.

Manufacturer narrative:
Phone number:(B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was unable to power on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.